Event description:
A (B)(6) male with a long-standing non-ischemic cardiomyopathy presented for routine cardiovascular follow-up. Interrogation of his dual-chamber st jude ICD (implanted in 2009) showed normal battery life, normal / unchanged lead impedances, and normal / unchanged capture thresholds. He denied any clinical symptoms. The device detected on vf event with therapy diverted due to "return to sinus rhythm." Egm examination demonstrated noise on rv lead - rv pace-sense > rv can coil. No noise was seen on the atrial lead. Physical manipulation of the device and pt did not reproduce this problem. Detection times were lengthened and impedance alerts were tightened. The pt returned to the ER shortly thereafter complaining of intermittent device vibration. Interrogation showed the device in backup mode with high-voltage (hv) therapy disabled. Alert codes indicated an external hv shock resulting in device reset. The pt denied any contact with emi and was aware of no shocks or loss of consciousness. The device began vibrating during waking hours. The pt was taken to the electrophysiology lab and the device was removed from the pocket. Lead impedances and thresholds remained unchanged and within normal range. The artifact again could not be reproduced. Detailed cine examination of the lead showed no obvious abnormalities. A new fortify dr 2231-40q ICD was connected to the chronic leads and a synchronized 20-joule command shock was delivered with a hv impedance of 39 ohms. As a last step, ventricular fibrillation shock was delivered with a hv impedance of 39 ohms. As a last step, ventricular fibrillation was induced and a max-output 36-joule shock was delivered. During energy delivery an audible "pop" was heard from the device and vf was not terminated. The device redetected and charged for a 40-joule shock, but failed to deliver. A single external 200-joule shock converted the pt to sinus. The new device was in backup vvi mode with the same error message and had to be replaced. Additionally, a new boston scientific rv high-voltage lead was placed. Both devices and the cine images were sent back to st jude with analysis currently pending. Based on these finding we can reasonably assume that a similar electrical short (due to inappropriate vf detection and attempted 36-joule therapy caused failure of the first device. First device current: 2009-2012. Second device fortifydr cd2231-40.